Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found. Based on the report, it is likely that the reported event was procedure rather than device related.

Event description:
It was reported to nevro that following an implant procedure, a patient had loss of sensation in both legs. The device was explanted and patient was discharged the following morning. Follow up report indicated that the ipg pocket was small and tight resulting in ipg compressing the nerves. The patient had recovered without sequelae and has expressed interest for re-implantation.